Event description:
Additional information received indicates that drainage of hematoma and blood clots was performed on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-02625. It was reported that the patient experienced a hematoma located between the lead and extension connection incision site. Reportedly, the hematoma was treated/resolved with surgical procedure.

Manufacturer narrative:
E1: reporter phone number (B)(6).